Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained a result of 274mg/dl. Pt then administered 44 units of insulin. About one hour later family member found pt unconscious and called 911. Emergency medical technician's arrived and checked their glucose level on their equipment and the result was 40 or 42mg/dl. Pt was treated with a glucose IV and given food, then taken to the hospital. It was also reported that pt was using old test strips which pt kept in a plastic jar and not in the original capped vial from the manufacturer. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.